Manufacturer narrative:
A review of the service report indicates the customer reported their system displayed a system message (sm) which could not be cleared. The company representative examined the system and confirmed the reported system message. The company representative reset the system message and performed adjustment and calibration. The system was then tested and met all product specifications. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional reports for this system. The root cause could not be determined conclusively. (B)(4).

Event description:
A customer reported that a system message displayed, requesting service. The timing of the event and patient involvement are unclear. Additional information has been requested.